Manufacturer narrative:
H3, h6: the navio handpiece p/n 110137 s/n (B)(6) intended for use in treatment was returned for evaluation. The reported problem was confirmed visually. The threaded insert for the thumb screw is missing. Although the reported problem was visually confirmed, a functional evaluation was performed on the part beyond the reported complaint. The evaluation followed the handpiece performance evaluation. The evaluation passed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is a mechanical component failure of the threaded insert. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Event description:
It was reported that during demo the hand piece thumb screw will not thread, remains loose. A rubber band was used to keep the handpiece closed and the handpiece still functioned properly. The handpiece is functional but the screw interface needs to be fixed for proper demos. This would not be acceptable for a customer demonstration. No patient involved.